Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: creases fold, brown particles inner the fill channel and opening curved on posterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior, opening crease sharp on posterior, non-penetrating nicks and observed what appears to be like crater appearance on shell surface. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage . An opening crease sharp on posterior assessed as fold flaw opening .

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.